Event description:
It was reported that the balloon catheter was used in an embolization procedure to treat a patient with an unruptured aci aneurysm with balloon remodeling technique. Reportedly, the physician prepared the balloon, also with heating the distal tip, and tested it extradural. The physician placed the balloon and used the first coil. After the first coil it was not possible to deflate the balloon. Tried the deflation also with a 60ml non-mvi syringe and the balloon deflated just minimally. The physician pulled back the inflated balloon and during the pulled back maneuver, the balloon deflated inside the guiding catheter. There was no injury to the patient, who was reported to be "well off.".

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.